Event description:
It was reported that during an unknown procedure the device malfunctioned. Unknown how the case was completed. There was no patient consequence.

Manufacturer narrative:
Eval summary: the handpiece was returned with a loose mount. It was tested on a generator, an error code 5 was displayed. During the continuity test, an outgoing message was displayed: "failure between pin 2/jack 1 and pin 1." The handpiece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed, with no anomalies noted during the manufacturing process.